Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump failed to alarm no delivery during the high pressure test and experienced hyperglycemia. The customer reported that there were no issues with site and no bent cannula was noted. The customer reported that they had high blood glucose levels of 22.7 mmol/l. The product is expected to return.